Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that supports the revision was performed. As these parts were removed in revision, the complaint is considered confirmed. No product was returned and no inspection could be performed. No x-rays, scans, pictures, or physician's reports were provided. DHR was reviewed and no discrepancies were found. There was nothing to indicate that the infection is related to these implants or there was an alleged malfunction of these implants. There are no indications of manufacturing defects. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Ultiple MDR reports were filed for this event, please see associated reports:0001032347-2019-00141-1, 0001032347-2019-00150-1, & 0001032347-2019-00151-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001032347-2019-00141, 0001032347-2019-00150, & 0001032347-2019-00151.

Event description:
It was reported a revision will occur due to the patient evolving with an infectious disease. This patient is planned to be implanted with a pekk implant. Attempts have been made and no further information has been provided. No additional patient consequences were reported.